Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that her onetouch verio2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017, at 03:00am, she obtained a result of ¿447mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to results of ¿341 and 407mg/dl¿ performed on a hospital meter, within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages her diabetes with an insulin pump and exercises daily. The patient denied developing any symptoms as a result of the meter issue, however stated that whilst in hospital on (B)(6) 2017, at 03:00am she was treated with ¿6.3mg novolog¿ insulin. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. The patient did not have control solution available to perform a control test. The product was replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. The reported treatment is consistent with the alleged meter readings. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.